Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) and the manufacturer's representative reported lead migration and excessive pain at the implant site. There was a lack of painful area coverage and a follow-up x-ray that was taken which was how the issue was identified. Reprogramming was attempted and the patient decided he wanted the entire system explanted versus just a lead revision. The programming was not successful and the cause of the lead migration was undeterminable. The patient asked for explant and the physician planned to do so. Surgical intervention was planned. An MRI was ordered for mid and lower back pain. Relevant medical history included spinal pain. Please see manufacturer report #2649622-2016-00044 for information on the patient's concomitant product.

Event description:
Additional information received from the manufacturer's representative reported the system was explanted per the patient's request.